Event description:
It was reported that devices were used during an unknown procedure. It was reported the devices were not arming correctly. New trocars were used to complete the case. There was no consequence to the pt.